Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the removable suture wing separated from catheter was confirmed, and was determined to be use related. One photograph was provided for investigation. The photo showed a removable suture wing with sutures through each of the two wings. The suture wing was in contact with the patient. An indistinguishable catheter was visible between the suture wing and the patient and was not contained within the suture wing. It was reported that the suture wing was used with a trialysis catheter. No sutures were tied around the suture wing to secure the wing to the catheter. No damage was observed on the suture wing or catheter. The exit site was obscured beneath the suture wing. The trialysis product IFU states, ¿when placing the catheter, use the removable suture wing to minimize movement at the exit site. Using your fingers, squeeze the suture wing together so that it splits open and place the wing around the catheter near the venipuncture site. Secure the wing onto the catheter by tying sutures around the wing using the suture grooves.¿ based on the evidence in the provided photograph, step #2 from the removable suture wing instructions was not followed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported to the sales rep that the trialysis suture holder had come completely off of the lumen. If the catheter had not been sutured in another spot the catheter would have fallen out. The healthcare professional (hcp) alleged that the catheter could still work its way out since the other suture holding the catheter was sutured much more distally towards the lumens. The hcp popped the ¿flimsy¿ holder back on because the back is a slit all the way down. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported to the sales rep that the trialysis suture holder had come completely off of the lumen. If the catheter had not been sutured in another spot the catheter would have fallen out. The healthcare professional (hcp) alleged that the catheter could still work its way out since the other suture holding the catheter was sutured much more distally towards the lumens. The hcp popped the ¿flimsy¿ holder back on because the back is a slit all the way down. No patient injury was reported.